Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant the right ventricular lead exhibited high capture thresholds. The physician attempted to reposition the lead but during the repositioning the helix would not deploy. The lead was replaced. Patient was stable.